Event description:
The reporter stated that the distress alarm went off and pt's family member woke up. Family member ran into her room and found her lying on the floor with her tracheostomy pulled out. Her family member put the tracheostomy tube back in and began resuscitative efforts. Rescue personnel were summoned, but resuscitative efforts at the hospital were unsuccessful.